Manufacturer narrative:
A ge service representative performed an onsite investigation. The nodes were flashed and reloaded as were the calibration files. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed collimator and filament calibration errors. No patient injury was reported.